Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Was unable to test for button unresponsive or scrolling screen due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being caught in the rain. Customer reported that as a result, buttons were not responding and display screen was blank. Customer reported that there was moisture under display screen. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.